Event description:
It was reported that intermittently, multiple cartridges leaked insulin. There was no reported adverse impact to the customer. Ultimately, the customer continued to use current pump for insulin therapy. The customer declined troubleshooting further with tandem technical support. No additional information was provided.